Event description:
Related manufacturer reference number: 2017865-2021-32529. It was reported that the patient presented for a follow-up in clinic on (B)(6) 2022. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited low r-wave amplitudes and continued failure to capture. Upon an x-ray, it was observed that the rv lead was dislodged, and the pacemaker had migrated. The rv lead was explanted and replaced, and a new stitch was added to secure the pacemaker. The patient was stable. The physician alleged no complaints against any of the products and feels patient anatomy is responsible.